Event description:
Wife of home pt (hp) reports leak at pt connector of homechoice set. Noted while troubleshooting an alarm situation in drain 2 of automated peritoneal dialysis treatment. Hp ended treatment early and did a manual exchange the following morning as instructed by rn. No pt injury or medical intervention required per wife of hp.